Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right ventricular lead exhibited noise, during test with programmer (psa). The lead was not used, a new lead was placed successfully, with no issues. No patient condition was reported.